Manufacturer narrative:
The impella cp pump was discarded by the customer therefore an evaluation of the device cannot be completed.

Event description:
The complainant reported a (B)(6) years old black or (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction (ami). When the impella was removed, the patient did not have much flow from arteriotomy. Distal pulse in the foot was still intact at the time. As treatment, fasciotomy was done due to vascular injury.